Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customers blood glucose level displayed "high" and was resolved with manual insulin injection. Customer loaded a new cartridge and resumed insulin therapy.